Event description:
Clinical study: same as case 2134265-2009-00656 it was reported that 1673 days after a coronary artery stenting procedure the patient experienced a myocardial infarction (mi). The patient's qualifying condition was unstable angina (braunwald classification iiib) and patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending (mid lad) with 95% stenosis, a length of 44.0 mm and reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of two 2.25 x 24 mm taxus express2 study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. About 1673 days post index procedure the patient was admitted after being awakened with severe chest pressure and shortness of breath. The pain was relieved in the emergency room with nitroglycerin. Initial ECG showed sinus rhythm and ischemic appearing st segment changes. Repeat ECG showed sinus rhythm, premature ventricular contractions, and t wave inversions similar to baseline. Cardiac enzymes were not consistent with protocol definition of mi. A chest x-ray demonstrated changes in the chest from previous CABG surgery and mild cardiomegaly. The patient was treated medically and discharged 2 days later on aspirin and clopidogrel. In the opinion of the physician the relationship of the mi to the taxus stents is not related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.